Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3998, lot# l 58976, implanted: (B)(6) 1999, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 749851, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported that certain positions would shut the patient¿s device off. Sometimes the patient wouldn¿t be able to get all 8 coupling bars when recharging and it would take up to 8 hours to charge. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.